Manufacturer narrative:
Medtronic received additional information confirming there were no adverse patient affects as a result of this issue.

Event description:
Medtronic received information that at the end of a procedure as the physician attempted to remove the octobase retractor, the handle would not turn and appeared to be seized. The retractor had to be forcefully removed from the patient's chest. There were no adverse patient effects as a result of this issue.

Manufacturer narrative:
The lot number that was reported on the initial medwatch report was incorrect. The correct lot number is unknown. Medtronic¿s investigation confirmed damage to the device. The damage was most likely caused by excessive force used during the procedure. Due to the damage, it was not possible to test or measure this exact device to determine the root cause for the seizing of the device during use. However, we attempted to recreate the event using a retractor rack in inventory, but the product event could not be recreated. Medtronic will continue to monitor for future occurrences.

Event description:
.

Event description:
Medtronic received information that at the end of a procedure as the physician attempted to remove the octobase retractor, the handle would not turn. It appeared to be seized. The retractor had to be pried from the patient's chest. The health care provider stated that this may have caused additional soft tissue and sternal trauma to the patient. The product was returned to medtronic for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, inspection confirmed that the handle was stuck in position. The device was manipulated and the handle was able to be removed. The pegs on the handle that interface with the teeth on the retractor base appeared to be bent, which could prevent the device from functioning as expected. Medtronic's investigation for this event is currently in progress. Upon completion of the investigation a supplemental report will be filed. (B)(4).